Manufacturer narrative:
The review of the manufacturing paperwork verified that this lot met all pre-release specifications. According to the gore® excluder® aaa endoprosthesis instructions for use (IFU), adverse events that may occur and / or require intervention include, but are not limited to endoleak. (B)(4).

Event description:
On (B)(6) 2017, the patient underwent endovascular repair of penetrating aortic ulcer as well as abdominal aortic aneurysm using gore® excluder® aaa endoprostheses. Trunk-ipsilateral leg (rlt281412j/15085211) and two contralateral leg components were successfully deployed. Final angiography did not reveal endoleaks, and the patient tolerated the procedure.on (B)(6) 2017, a follow-up computed tomography (CT) revealed a suspected proximal type I endoleak.on (B)(6) 2017, another angiography revealed the persistent proximal type I endoleak, and a reintervention was scheduled on (B)(6) 2017. It was reported that touch-up ballooning to the trunk-ipsilateral leg component would not be enough during the initial implant procedure, resulting in the proximal type I endoleak.on (B)(6) 2017, the reintervention was performed whereby additional ballooning was performed to the trunk-ipsilateral leg component and an aortic extender component was implanted. The endoleak was resolved and the patient tolerated the reintervention procedure.